Event description:
Pt came to ER with left facial numbness and diagnosis of transient ischemic attack. A brain scan showed no changes in function compared to one done in 1990. The pt's symptoms resolved spontaneously and the valve remains implanted.